Manufacturer narrative:
At this time there is no further information to report. This report will be updated if further information is received.

Event description:
Boston scientific received information that this patient had an ablation procedure and the electrocautery protection was not programmed on. There was three seconds of asystole reported. There were no adverse patient effects as a result of the issue. Following the case the patient was in normal condition and the device was functioning as programmed.